Event description:
On 3/11/2025, it was reported by a sales representative via email that the second 3.9 swivelock from an ar-9929bc-cp 3.9mm biocomposite achilles pars implant system broke. The first swivelock and suturetapes were implanted without issues. When the second swivelock was attempted to be implanted, it broke. Another ar-9929bc-cp 3.9mm biocomposite achilles pars implant system was opened and the 3.9mm swivelock from that kit did not stay implanted; it pulled out due to the first swivelocks anchor disrupting the drill hole. An ar-8929bc-cp achilles mid substance speedbridge implant system was opened and the 4.75 swivelock was used with the suturetapes from the achilles repair to complete the case. This was discovered during an achilles midsubstance repair procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. Per dfu-0309-eo g precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.